Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant on both sides and experienced left side breast implant rupture and right side capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504751bc; serial number (B)(4) on the left side, and with catalog 3504751bc; serial number (B)(4) on the right side on (B)(6) 2018. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 13, 2021, mentor became aware that manufacturer report number 1645337-2021-03927 is a duplicate of psr reference (B)(4). This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).